Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. It should be noted that the proglide instructions for use states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, it could not be determined if the reported deviation caused or contributed to the difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional therapy/non-surgical treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a ventricular tachycardia (vt) ablation interventional procedure. The suture of the proglide device was successfully pre-placed. The sheath was upsized to 8.5f sheath and the vt ablation procedure was completed. Reportedly, when the operator went to tighten the knot, the suture came out with the knot intact, the suture did not catch the artery. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.